Manufacturer narrative:
The product will not be returned for additional testing. Additional info will be submitted upon 30 days of receipt. This cypher sirolimus-eluting coronary stent is distributed outside the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent.

Event description:
The report received from the affiliate indicated that the pt had a 90% stenosed, de novo and slightly calcified mid left anterior descending (lad) artery. A 2.5 x 28mm cypher was delivered to the target lesion for implantation by direct stenting. While inflating the cypher at the target lesion, the balloon would not inflate at all (inflation time and pressure unk). Since physician did not observe contrast medium entering into the balloon, he stopped using the cypher. A different cypher was implanted instead and the procedure was finished successfully. There was no reported pt injury. The product will not be returned.